Event description:
Customer reported receiving an error message on their locked freestyle flash meter. During the course of troubleshooting with adc customer service, it was discovered that the unit of measure could be changed. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). This is an initial report. The customer's meter has been returned and an investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.